Event description:
The doctor reported that when the patient visited the clinic, high impedance and low output current was observed. Therefore the doctor disabled the patient's device, and sent the patient to see the neurosurgeon for evaluation. Additional information was stated that there was no report of recent trauma that may have led to the high impedance, but the patient's seizures are pretty severe. It was later stated that the patient just has very severe seizures and the doctor does not know the cause. A review of device history records for the lead shows that no unresolved non-conformances were found. X-rays were received and reviewed and the lead portion that could be visualized appeared to be twisted. The cause of the patient¿s high impedance could not be determined based on the images provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator and lead were explanted. A lead body fracture was observed during surgery and the lead pin was visualized to be fully inserted, as the surgeon pulled on the lead to confirm it was fully engaged. A new generator was opened and attached to the old lead where diagnostic testing was performed. A replacement lead was going to be implanted but the surgeon was not able to find the nerve to complete the attachment of the electrodes, and therefore the replacement surgery was aborted. The explanted lead and generator, as well as the opened, but unused generator were received into product analysis. Analysis is underway but has not been completed to date. No known surgical intervention for vns replacement has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data: supplemental report #1 inadvertently did not list the explant date. Device available for evaluation, corrected data: supplemental report #1 inadvertently did not list that he device was available for evaluation.

Event description:
The explanted lead, explanted generator and opened but unused generator underwent product analysis. Visual analysis of the lead showed that the tubing appeared to be slightly twisted. Both the positive and negative coil strands of the lead appeared to be broken. Scanning electron microscopy indicated stress fracture of the lead as well as pitting at the break location. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The explanted generator underwent product analysis and the generator¿s diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. There were no performance or any other type of adverse conditions found with the pulse generator. The (opened but unused) generator underwent product analysis and various electrical loads were attached to the pulse generator resulting in accurate resistance measurements in all instances. In addition no obstructions were observed in the pulse generator header lead cavity or the connector blocks. There were no performance or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.